Event description:
Pt required explant of abdominal implanted cardioverter defibrillator generator and sensing lead due to ventricular oversensing with surgeon suspected header problem and possible lead problem. New ICD generator and lead implanted.